Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unknown antibiotics (doses, frequencies, routes of administration and duration not reported) for the event of bacterial peritonitis. The patient was discharged thirteen days after admission and was recovered from this peritonitis event the same day. Dianeal therapy was ongoing. No additional information is available.